Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's driveline sheath had a small crack at the strain relief. A driveline sheath service repair was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed that the pump was operating within normal parameters for the last 14 days leading up to (B)(6) 2018 (the notification/service repair date). On-site inspection of the driveline cable revealed a crack in the outer sheath at the strain relief, thus confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the driveline sheath damage can be attributed to excessive bending of the driveline near the strain relief. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular assist device (vad) remains in use.